Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1242t lead, implant date: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.